Event description:
This lead was implanted on (B)(6) 2012, and remains implanted at this time. This lead was noted, due to infection. A call to technical services on (B)(6) 2013, states physician plans to implant again on friday on the opposite side, but leads are going to infection control. The physician was dr. (B)(6) no additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).